Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was noted during the visual inspection. No unexpected frozen screen was noted. The time advanced properly during testing. The insulin pump passed the displacement test and the rewind. The insulin pump alarmed during the basic occlusion test due to a loose drive support disk. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window, cracked reservoir tube window, cracked battery tube threads, a cracked belt clip slot and a missing end cap sticker.

Event description:
Customer reported issues with the insulin pump. The blood glucose reading is 11.6. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).